Event description:
It was initially reported that the patient experienced a loss of therapeutic effect about one week after implant and had to adjust her implantable neurostimulator (ins) settings constantly. Also, she had to have the ins reprogrammed every 16 days. Follow up information reported that the patient turned the ins off for a month and then turned the device on at a 3v setting. After three days, the patient experienced sudden jolting throughout her body and could not control her legs. The ins was then turned off and a revision was performed on (B)(6) 2012. During the revision, no abnormalities were detected although the patient was told that her "lead wire" was disconnected from the ins. It was also unclear whether the existing lead was reconnected or a new lead was implanted. The patient reported she only received adequate therapy for about a week after the revision. If additional information is received, a follow up report will be sent.

Event description:
Additional information reported that the patient experienced a shocking sensation once while a police car and an ambulance passed in front of her car. It was also reported that the patient was wearing pads due to the lack of effect and she has reprogrammed multiple times but nothing seemed to help. The patient was on program 2 at 3.0 volts and had only 1-3% improvement in symptoms. Her healthcare professional indicated that she only had a few more programming options left. The patient also indicated that it took her longer to establish communication between the ins and her programmer following the revision surgery on (B)(6) 2012. She stated that her pocket was revised and that the ins was implanted deeper. The patient did have a follow up appointment scheduled with her physician. If additional information is received, a follow up report will be sent.

Event description:
Additional information received indicated also that the patient's lead had moved out of place. It was clarified that the ins system had worked during the trial and for the first week of the permanent implant but not thereafter. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Programmer model unknown serial# unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model: 3889-28, lot#: v695849, implanted: 2012 (B)(6), explanted: na (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported pain experienced with the previous lead fracture. The patient still did not have therapeutic relief since implant; a system explant was scheduled within 2 weeks of this report. See manufacture report # 300 4209178-2015-11701.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there had been a lead break which was the reason for the revision.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative (rep) reported that they spoke to the patient and they were still experiencing 'pic like pain' at the explant site. She had seen her chiropractor and they believed that this was permanent pain due to scar tissue. The patient believed that it was the device that caused her this pain and the long term effects. She was looking at the bigger picture. The patient was going to follow-up with the rep next week or after the holidays.

Event description:
Additional information received reported that the trial was 100% effective and the first week after implant was 80% effective, but there was currently no therapeutic effect. The patient believed that a permanent lead was used during the trial as the trial "was 2.5 hours and she was under general anesthetic." It was noted that the patient was told her trial was unique, and only "one side responded." The patient thought she had found a program that might help, but was taking a "break" from reprogramming for a while and just had botox.

Event description:
Additional information received reported the lead regimens had failed to maintain clinical effect. There was no surgical intervention. A CT scan was performed on (B)(6) 2012. Reprogramming was performed on (B)(6) 2012: number 1: 0 + 1- 2- all pulse rate 210 rate 14; number 2: 0+ 1- 3- amplitude 8.5 volts and 15 sec; number 3: 0+ 2- 3- soft start; number 4: 0+ 1- 2- 3- try each program 12 consecutive days. Hospitalization was not required. Patient outcome: no injury. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information stated the patient continued to not experience therapeutic effects from the device. The patient stated she continued to have severe urinary incontinence. The patient stated she had botox on (B)(6) 2012. The patient reported the botox treatments resulted in urine retention. Patient stated her provider will continue to attempt reprogramming.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they never had therapeutic effect. In addition, the patient reported that they already had the ins implanted and explanted as it did not work. It was noted that they went down to mayo to see every month for 12 months (250 mile round trip) for all of their appointments, all the pads they used, and all the laundry they had done. The patient had scarring from ¿the other one¿ they had and had to go to physical therapy because of the pain. The patient was very upset with the issues. Their healthcare professional (hcp) wanted the patient to do the trial again. There were no further complications reported or anticipated.